Manufacturer narrative:
H.10: based on the controller log file analysis, it cannot be ruled out that the pump was not primed correctly. Indeed, the start up current during priming and initiation of patient support was found to be very high indicating incomplete priming. Since the pump was discarded immediately, no further investigation is possible.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Cardiacassist inc. Manufactures the tandemheart pump. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a tandemheart pump was primed during insertion of protekduo cannula without presenting any issue when circulating the saline basin. The pump was then connected to cannula and flow initiated. An unusual noise was heard by the user and the flow increased to ten (10) liters on pump controller. The pump was disconnected from the cannula while allowing blood to return to patient. A cardiohelp system was then connected to the cannula. Tandemheart pump was discarded immediately after disconnecting and is not available for investigation. Reportedly, air in pump head or clot in the circuit are suspected. There was no report of patient injury.